Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to communicate that bubbles were seen in the reagent wedge. The customer informed ccc that the operator removed the bubbles in the reagent wedge and rerun the samples. After the bubbles/foam were removed the results were back to normal range and the instrument was operational. A customer service engineer (cse) was dispatched to the customer site. The cse realigned the reagent probe. Siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that bubbles/foam in the reagent may cause short aspiration of reagent which may affect results because the probe may not be in enough liquid to aspirate the proper amount of reagent. The operators guide does indicate that bubbles need to be eliminated from the reagent wedge. Hsc did not identify a product problem. No other issues have been reported by the customer and the actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Fourteen discordant, falsely elevated estradiol (e2) results were obtained using immulite 2000 xpi. The initial results were not reported to the physician(s). The same samples were repeated using the same instrument. The repeat results were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated e2 results.